Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureter distention procedure. According to the complainant, the balloon burst at 10 atms. The physician completed the procedure with another uromax balloon catheter with no complications and the patient's condition at the conclusion of the procedure was reported to be "good."